Event description:
The customer stated that he was treated by paramedics twice due to hypoglycemia. The customer's blood glucose reading at the time of the report was 171 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test was performed. The customer stated that the display on the insulin pump was sporadically going blank. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.